Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: 2 ccu rns were repositioning a patient that had a 3l PICC. One rn gathered all the IV lines for safety. The second rn had barely started to turn the patient when they heard a pop and the port/hub came off the medial lumen. There was no pressure on the lines and no traction. No patient injury reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: 2 ccu rns were repositioning a patient that had a 3l PICC. One rn gathered all the IV lines for safety. The second rn had barely started to turn the patient when they heard a pop and the port/hub came off the medial lumen. There was no pressure on the lines and no traction. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the medial luer was separated from the medial lumen. The luer contained remnants of extrusion within the hub. The luer hub was then cross-sectioned. The extrusion was inserted well within the luer. The inner diameter of the medial lumen measured to be 0.058" which is within specifications of 0.055 -0.059" per product drawing. The outer diameter of the medial lumen measured to be 0.093" which is within specifications of 0.093-0.097" per product drawing. This indicates that the wall thickness measured within specifications. The instructions-for-use (IFU) provided with this kit instructs the user, "vigorously flush catheter." The distal and proximal lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the distal and proximal lumens were fully secured to their respective luer hubs. The customer did not provide a lot number; however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed on a potential lot identified from sales history with no relevant findings. The instructions-for-use (IFU) provided with this kit cautions the user , "do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage." The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The medial luer had separated from the extension line. Remnants of the extension line were still inside the hub. The sample passed all relevant dimensional inspection and a device history record review was performed on a potential lot identified from sales history with no relevant findings. Based on the condition of the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.